Manufacturer narrative:
This universal surgical manipulator (usm) unit was returned for failure analysis the reported complaint was confirmed in the field logs but could not be replicated during testing. In logs, error 32098 was found on the event date, indicating an encoder error on the yaw motor and confirming that the fault occurred in the field. Upon visual inspection, no issues related to the reported event were found. The unit was installed in a golden system and functioned as expected. Additionally, the unit was installed on a pftp and passed all relevant testing within specification. As a result of this investigation, failure analysis could not replicate the field error. Since the error pointed to the yaw cva and, in accordance with the engineering recommendation, the yaw motor module is consistent with the reported event and remains a potential root cause.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the universal surgical manipulator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that errors on arm 4, including error 32098 at startup, were occurring again. Technical support first had the staff confirm that there were no obstructions on the arm, and then guided them to perform a hard power cycle of the patient cart; however, the issue persisted after these steps. The customer reported event has no report of patient injury.